Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, lab: 2.6, inratio: 1.7, therapeutic range: (around 2.0). Forty five (45) minutes later pt tested on his inratio meter and got 1.7. Pt went from 2000 mg to 6000 mg of fish oil a few months ago (date not given), because he is not able to take statins and his physician said this would help. Pt noticed initially that the fish oil decreased his inr so his coumadin was increased at that time.

Manufacturer narrative:
Pending investigation.